Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following section could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported by patient's legal counsel that patient had an initial right hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to alleged pain. During the procedure, the femoral head was removed and replaced, and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.